Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing uncomfortable stimulation at the ipg site. As a result, the ipg was explanted and replaced. Surgical intervention addressed the issue.